Manufacturer narrative:
Method: the results of the device history record review confirmed the device met all material, dimensional, and performance requirements at the time of manufacture and release. Results: no definitive results at this time. Conclusion: no conclusion can be drawn at this time as the device was not yet returned to the manufacturer.

Event description:
The manufacturer was notified on 02/05/2014 that a mitroflow valve model lxa size 25 was explanted on the same day due to aortic insuffciency.